Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted due to the patient experiencing dysphotopsia. The replacement lens is a non-johnson and johnson model, panoptix iol. Patient-specific details, including date of birth, weight, sex, gender, race, and ethnicity, were not provided due to privacy concerns. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.